Event description:
It was reported by the patient that the monitor was not getting power. It was further noted that there had been a storm that "knocked everything out," including the monitor, and other items plugged in were also "broke." The monitor was replaced. No patient complications were reported as a result of this event. It was reported by the patient that the carelink monitor was "not getting power to it" after a "bad storm." Further noted that the patient believes the monitor altogether is not working. A new carelink monitor has been ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor will not power up with the original power supply, monitor does power up using a known good power supply.

Event description:
It was reported by the patient that the carelink monitor was "not getting power to it" after a "bad storm." Further noted that the patient believes the monitor altogether is not working. A new carelink monitor has been ordered. No patient complications have been reported as a result of this event.